Manufacturer narrative:
A field visit was made. Pump data were provided for analysis. It was confirmed an hw8 error. Apart from hw8 no other abnormality was detected, all parameters were correct. Codman recommended to explant the pump since the integrity of a pump is not guaranteed anymore in case of hw8. The device history record of product code 91-4200, lot clpcvw; serial number (B)(4) was reviewed and confirmed that the product conformed to the specifications when released on april 4th, 2011. Data were extracted from the pump was analyzed. High voltage feedback error (hw [8]) was present. The defect reported by the customer is confirmed. All parameters of the dosage program are correct. The pump was returned for evaluation. The pump was returned as follows: 4 suture loops, approx. 15 punctures were observed on the filling septum, several scratches were observed on the titan part, around the refill septum, approx. 3 holes observed on the bolus septum. The top cover of the pump was carefully removed in order to avoid the detachment of small titanium chips from the cover during machining. This allows an access to the electronic chamber. The battery tension was measured immediately after the top cover removing. The value was around 3.37 v. This value is correct, and it confirms that the battery of the pump works properly. A visual observation of the pump electronic chamber under binocular was done. White crystals were observed in the electronic chamber, on the wires. Based on previous complaint investigations, it is suspected that the write crystals are traces of drug. Visual observation under binocular: crystals were found also below the piezo. To find the source of these drug traces in the electronic chamber, the piezo was removed: white crystals were observed on the membrane under the piezoelectric actuator. This indicates that the drug crystals observed in the electronic chamber comes through the membrane. To control if the membrane was permeable, distilled water was injected from the pump outlet into the pump. This yields to a clear appearance of a water drop in the middle of the membrane. This confirms that there is a crack in the membrane that allows the drug to leak into the electronic chamber. The defect reported by the customer, a hardware failure 8 was confirmed. The root cause of the hw[8] reported by the customer is a crack in the titanium membrane located under the piezoelectric actuator. This crack breaks the titanium membrane and allows the drug to leak from the fluidic path into the electronic chamber. The functionality of the piezo was affected due to the contact with the drug, explaining the hw8. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Gtin: not available. Upon completion of the investigation, a follow up report will be filed.

Event description:
According to information from doctor's office a patient reported that the pump is beeping. After receipt of this information sales rep immediately visited the office. Hardware failure # 8 was detected. After consultation, the pump was check with the technical key: pump status, pump error, pump sensors. Result of pump interrogation was forwarded to (B)(4) office. As per information, the pump integrity is not ensured and the pump program should not be re-started. For that reason, the surgeon decided to explant the pump. Pump was stopped and alarm was deactivated. Until the revision surgery will take place at the hospital (B)(6) the patient will receive transdermal medication.